Event description:
Caller reports the patient tested 3.5 inr and 6.3 inr on the coaguchek system during duplicate testing. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.